Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received an unexpected bolus of insulin. The patient commanded 4 units of insulin and ended up receiving 6 units of insulin instead. The patient reported that their blood glucose level dropped to 49 mg/dl as a result of the extra 2 units of insulin. The patient treated their low blood glucose levels by consuming breakfast and having extra juice. Later that morning, the pod alarmed and indicated it was no longer working, requiring deactivation. A new pod was placed and the patient reported that the system was working fine again.